Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient¿s mother called us reporting that patient has hospitalized because of hyperglycemia. She says that the reason why patient had hyperglycemia is because her cannula presented a leakage. When this incident happened, patient was using a cannula with expiry date july-2016. At the hospital, (B)(6), patient was diagnosed with ketoacidosis and needed to go the ICU, where she took her insulin infusion device off. At the time of the phone call, (B)(6), patient remained hospitalized, without prediction of discharge. Patient doesn't have the cannula anymore. No product will be available for investigation.